Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no power¿ was confirmed. The device evaluation found the equipment was not turning on due to a faulty power supply issue. Additionally, the high function was not working intermittently due to faulty hinge unit. The device¿s foot knob was damaged. There was dust inside of the device, corrosion and scratches on top cover, and corrosion on the tank socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service officer reported on behalf of the customer that the evis exera iii xenon light source had no power. The issue was found during maintenance. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty power supply unit could not be identified. Olympus will continue to monitor field performance for this device.